Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was used for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a another of the same device. No patient complications were reported and patient condition is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear from the proximal end to the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was used for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a another of the same device. No patient complications were reported and patient condition is good.